Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise on the atrial channel. It was noted that the noise could not be recreated. Possible causes for the noise were questioned, as well as if this lead would be okay to use with the new device, as the patient was to have a device replacement. It was noted that all other lead measurements were stable. Technical services (ts) discussed possible causes and recommended troubleshooting options. During the device replacement procedure, it was noted that when this lead was removed from the device header, became separated at the terminal pin. The lead was surgically capped and replaced. No adverse patient effects were reported.